Event description:
Head of screw broke off. Dr was using the screwdriver from the 3.5/4.0 set, it stripped out. Sales rep gave him an old wooden handled screwdriver. While using the screwdriver, the head of the screw broke off and the tip broke on the screwdriver.